Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. The patient reported a loss of therapy, return of symptoms, and was still having trouble and pain since being implanted. The patient had their implant removed because they were having trouble and could not lie down or sit without pain. No further complications were reported/are anticipated.